Manufacturer narrative:
Evaluated one opened/used sensor and did continuity resistance test and sensor failed per specification. Found a bent cannula, we were unable to confirm if sensor was received in said condition due to sensor being returned opened/used.

Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 60, blood glucose reading 121 mg/dl. It was also reported that the customer's insulin pump received a low predictive alert. Troubleshooting occurred.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.